Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor went into threshold suspend. The customer states their blood glucose and sensor readings were off. The customer's blood glucose level at the time of incident was 100mg/dl, and their sensor reading was 59mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted and bent cannula was noted. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used partial sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor.